Event description:
It was reported that the customer had no delivery alarm and bad infusion set on the insulin pump. The customer's blood glucose level was 450 mg/dl. The customer was treated with insulin pump first then manually. The customer was connected to helpline for assistance. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.